Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, swiss cheese defect, necrosis, inflammation, infection, abscess, open draining wound, scarring and adhesions. Post-operative patient treatment included abdominal wall reconstruction, partial explant of the surgical mesh and bowel resection.